Event description:
Additional information received per the medical records indicate that the patient has a history of bladder cancer with anemia due to hematuria, prostate cancer and paranoid schizophrenia. The indication for the filter implant was deep vein thrombosis (dvt) (left common femoral vein and right lower extremity) with inability to anticoagulate due to hematuria. The dvt was diagnosed by pelvic magnetic resonance imaging (MRI) that was done for lower extremity swelling. The MRI also revealed numerous liver and renal lesions that were determined to be cysts. The filter was placed via the patient's right groin. Approximately twelve years and seven months post implant a computed tomography (CT) scan was performed to evaluate the filter and for complaint of right lower quadrant cramping. Results of the scan noted that the inferior vena cava (ivc) filter was in place within the infrarenal area with a 12-degree anterior tilt. The tip of the filter was approximately 12mm below the level of the right renal vein there was no evidence of perforation. One of the posterior struts appeared fractured. Scattered hypodensities were observed in the liver (some represent cysts), bilateral water densities in the kidneys (most likely cysts) and a prior cystectomy with creation of ileal conduit.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. According to the medical records the patient had a history of bladder cancer with anemia due to hematuria, prostate cancer and paranoid schizophrenia. The indication for the filter implant was deep vein thrombosis (dvt) (left common femoral vein and right lower extremity) with inability to anticoagulate due to hematuria. The dvt was diagnosed by pelvic magnetic resonance imaging (MRI) that was done for lower extremity swelling. The MRI also revealed numerous liver and renal lesions that were determined to be cysts. The filter was placed via the patient's right groin. Approximately twelve years and seven months post implant a computed tomography (CT) scan was performed to evaluate the filter and for complaint of right lower quadrant cramping. Results of the scan noted that the inferior vena cava (ivc) filter was in place within the infrarenal area with a 12-degree anterior tilt. The tip of the filter was approximately 12mm below the level of the right renal vein there was no evidence of perforation. One of the posterior struts appeared fractured. Scattered hypodensities were observed in the liver (some represent cysts), bilateral water densities in the kidneys (most likely cysts) and a prior cystectomy with creation of ileal conduit. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Stomach cramps do not represent a device malfunction and may be related to underlying patient specific issues and comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt.